Event description:
It was reported that during a routine shift check, the autopulse platform did not power on at all, even with known good batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/23/2013 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no damage or anomalies related to this complaint. A review of the archives found no user advisories related to this complaint. Functional testing of the returned platform was unable to be performed as the platform could not be powered on. Additional investigation found a damaged battery connector cable. In summary, the reported complaint was confirmed through additional testing. The damaged battery connector cable was replaced which corrected the reported problem. The platform underwent and passed all final functional testing.